Event description:
It was reported that the customer had high blood glucose of 451 mg/dl and ketoacidosis. Caller stated that customer's insulin pump is not delivering the insulin and it had absence of no delivery alarm. Caller stated that the customer treated by syringe. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.